Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with "no disposable" message displaying on screen. The pump stopped beeping when they pressed stop but when they tried to restart to infuse the remaining amount, it started beeping again. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 100 ml and a given volume of 92.4 ml. The air detector and the upstream sensor had been turned off. The length of infusion had been set to 46 hours. The lock level had been 0. A closed drug system transfer device (cstd) was used to fill cassette. The pump was used to prime the extension tubing. The patient was medically affected because the entirety of the medication which was 5fu was not infused. There was no reported patient harm.